Manufacturer narrative:
The suspect product is the comfort curve test strip.

Event description:
Reporter alleged discrepant blood glucose results of 307mg/dl, 114mg/dl, and 163mg/dl performed 2 minutes apart on the advantage system. The location of the testing was not provided. As a result of the testing, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip catalog number 549309 with an expiration date of 12-31-07.